Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the device broke off during use. The tip of the device was retrieved. There were no patient consequences. It is unknown how case completed. No devices will be returned. No additional information is available from customer regarding issue.